Event description:
It was reported via repair work order that the brakes can't be engaged due to damaged crank/cam brass insert. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.